Event description:
It was reported that during an hemorrhoidectomy procedure, the device was not fired successfully, the staples was dropped out. The surgeon converted to open to complete the case. Procedure was prolonged 40 minutes. There were no patient consequences. Additional information has been requested, no response has been received to date, a supplemental report will be sent upon receipt of additional information.

Manufacturer narrative:
(B)(4). Information unavailable. The device was not returned.